Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 9211311. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-08-28. Medical device lot#: 9242239. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-09. Medical device lot #: 9175601 medical device expiration date: 2024-05-31. Device manufacture date: 2019-07-01. Investigation summary: thirty-one samples were received for evaluation. They all have an area circled with permanent marker where the embedded foreign matter was identified. The area where embedded foreign matter was identified has scratches done to confirm they are embedded. Additionally, twenty-seven photo samples were provided for evaluation. The embedded foreign matter can also be seen in the photos provided. The embedded foreign matter is burnt plastic. Based on the samples and photos provided they are of a size that is acceptable. Particles level 2 or smaller. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: CAPA not required at this time.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray has foreign matter embedded. This occurred on 25 occasions before use. The following information was provided by the initial reporter: material no: 309680 batch no: 9211311, 9242239, 9175601. It was reported that syringes have embedded material. Per customer response: is the embedded material on the inside or the outside of the syringe? We have used a tool to help us identify this and the embedded material is deep within the syringe walls on both sides, the external and internal part of the syringe has been *scraped* and the embedded material has stayed put.